Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a large volume infusor. The precipitate was described as ¿floaties¿. This was discovered prior to use. The device was filled with a solution of 5fu. There was no patient involved. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted white particles approximately 0.15 square mm in size, floating in the fluid of the bladder. The white particles were in the fluid path. The white particles were subsequently identified to be acrylic material via ft-ir spectroscopy testing. The reported issue was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.